Manufacturer narrative:
Other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The patient¿s medical history included disc replacement in neck and back with breakthrough pain. She also still had numbness and sciatica pain. This was why she had the pump implanted initially. She had failed back surgery and was told that they did the wrong type of surgery and that was why she never got the relief she wanted. The indication for pump use was failed back surgery syndrome, spinal pain, and non-malignant pain. On (B)(6) 2017 the patient reported having flat back surgery in (B)(6)2016 after which she experienced ¿major events such as a catheter complication, withdrawal, catheter and pump removal and had 8 surgeries in 6 weeks¿. The patient had been in the ER (emergency room) for 7 days because of sciatica pain all the way down from her knee to her belly to her thigh and she was crawling on the floor because there was pain in 3 parts of each leg and she could not move. The patient said the warning alarm needed to be louder because while she was in the hospital her alarm was going off and they could not find anyone to fill the pump. Three weeks after (B)(6) she had double pneumonia and was going into withdrawal. Finally, they found a healthcare professional and what they pulled out was ¿0098 or 89¿ and the patient was withdrawing bad and they finally gave her a fentanyl patch prescription until she could get to someone. For the flat back surgery, they cut the patient from her neck to her butt and rods were put in her spine. She was only supposed to get 2 rods, but her spine had spiraled so bad in the lower back around the catheter that she got 3 rods and 38 screws on (B)(6) 2016. The patient was supposed to have surgery on (B)(6) 2016. When they did an MRI, they noted 3 discs in her neck were out, so instead of the flat back surgery on (B)(6) 2016 they used that date to do a neck fusion and they used that date to put in a new pump before it got ripped out. The patient also stated they took one out while she was in the hospital for the flat back surgery that occurred on (B)(6) 2016. They waited until (B)(6) 2016 to give her body time to heal before they did the major flat back surgery. During that procedure, the patient ¿died on the table/quit breathing and lost 6 liters of blood¿. They put her on a respirator for over 40 hours and she was 6 days in the ICU (intensive care unit)/the rest of (B)(6) 2016. It was a long recovery. Per the patient, while she was in the hospital she went a long time without a pump and dilaudid and then a replacement pump was implanted on (B)(6) 2017. Per the patient, the situation was resolved. It was noted that during the report the chronology of the events was confusing. When trying to clarify the dates of the reported event, the patient stated that those were probably the right dates/those were the dates she remembered because she was on so much medication. No further patient complications have been reported as a result of this event.